Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2017 with the following findings: review of the pump history revealed evidence of manual suspensions and manual resumes on (B)(6) 2017. On investigation, the pump was powered on and exercised for 24 hours without any self-suspending occurring during this time. The pump was able to be manually suspended and resumed during testing. No hypersensitive or sticking keypad buttons were noted during the investigation. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be operating as intended without malfunction. The suspend function was found to be operating properly. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is completed a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the pump suspended itself through the night on three occasions. The patient stated that after the third suspend, the pump was disconnected out of annoyance, it was reported that the blood glucose (bg) was 300mg/dl in the morning, with extreme drowsiness. The patient confirmed that they were reconnected to the pump and corrected the bg successfully. This complaint is being reported because there was allegation of hyperglycemic related to insulin delivery suspension and discontinued use of the pump.